Manufacturer narrative:
Device serial number is unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the directionally encoded colors (dec) map that was being generated was incorrect. A medtronic representative reported that he was unable to generate a good dec with the data-set he had. He noted that it was a philips 8 directions sequence. When technical services (ts) loaded the data-set they experienced the same behavior. When ts loaded it in a different software version, it read the gradients correctly and displayed the dec map correctly. Ts provided the medtronic representative with the gradients to display this particular scan in the software version he was using. Ts recommended using the software version they were using in the future. There was no patient present when this issue was observed.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.